Event description:
It was reported that pump touchscreen was cracked and shattered, and customer could not read or interact with pump screen. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged replacement pump, confirmed shipping address, provided storage and return instructions, and requested return of damaged pump, while customer declined to share information about backup insulin therapy.